Event description:
Philips received a complaint on the intellispace cardiovascular (iscv) indicating that new measurements were not being updated within the echo module. When additional data was subsequently sent for an existing report, the information was not updated, even after clicking on the corresponding button in the echo module. The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint (B)(4). Philips has started an investigation of this complaint.